Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. D4: batch # 185c74. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that two gst45b reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. In addition, an unknown piece of plastic was received inside of a plastic bag. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload was received fully fired. No conclusion could be reached as to what caused the event reported as the reloads were received out of the packaging. A manufacturing record evaluation was performed for the finished device batch number 185c74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023 d4: batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a distal end of a blue cartridge apparently fully fired, along with one staple b-form was observed. Based on the photo the event described not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 220c57, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a kind of thread between the rows of staples, diameter: 1 mm, very firm, like glue. This was then removed and then it could be triggered regularly; procedure: atypical wedge resection; no patient harm.